Event description:
It was reported that the right ventricular [rv] lead had high impedance measurements, there was no capture at maximum output and the thresholds were unacceptable. It was also reported that a lead fracture was suspected. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the outer tubing overlay, the outer tubing overlay was melted, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression and there was apparent explant damage.